Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
The sales rep reported a revision hip replacement. He explained that the pt was revised for general pain and that the joint was swollen. He added that due to this the surgeon had to drain two liters of fluids from the joint. He also added that the date of the initial surgery was (B)(6) 2003.